Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the helix of the lead was damaged while maneuvering. The right ventricular lead was not used and replaced. The patient was in stable condition throughout the procedure.